Event description:
A report was received that a patient's precision system was explanted due to an infection at the midline incision. The patient's symptoms included minor oozing, irritation and soreness at the pocket site. The physician believes the infection was due to the procedure.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the midline incision. The patient's symptoms included minor oozing, irritation and soreness at the pocket site. The physician believes the infection was due to the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-70, (B)(4) & (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.